Manufacturer narrative:
The device has not been received by depuy synthes power tools. If add'l info becomes available, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from USA stating that the device fractured while turning the flap during surgery. No injuries were reported to have occurred, however, it is unk if medical intervention was necessary. The date of the event is unk. There is no add'l info available.